Event description:
The customer reported that she was hospitalized for blood glucose levels above 1000 mg/dl. Prior to the event, the customer was experiencing uncontrolled diabetes with chronic kidney disease. The customer did not want to troubleshoot, and wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.